Event description:
Related to MFR report # 2183959-2012-02924. It was reported by the plaintiff's attorney that a perigee was implanted on (B)(6) 2005 with the intention of treating her pelvic organ prolapse and/or stress urinary incontinence. It was alleged that the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, hardening, recurrent incontinence, and other injuries. Additionally the plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.